Event description:
Consumer states that while using the heating pad on her stomach she noticed a burning smell and discovered the heating elements had burned through the cover. No injuries were reported with this incident.

Manufacturer narrative:
Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.